Event description:
During cardiopulmonary bypass procedure, the vacuum regulator was observed to malfunction in such a way that vacuum was reportedly not maintained as expected. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.